Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the tubing detached at the quick release. The patient observed insulin coming out of tubing about 1-2 hours after set change. This issue occurred with four infusion sets. No further information available.